Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: touch screen misaligned; bezel damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Force gauge test passed. Door/ cassette switch check passed. The system air leak test failed. The failure was due to a leak from the pressure tank. Due to the pressure leak the safety clamp was unable to retract making it hard to insert the cassette. Replaced reservoir tank. The system air leak test passed. Valve actuation test passed. The patient sensor check passed. Post-accelerated stress test (ast) 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient was able to complete treatment after resetting up with new supplies. It was also confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is working well and is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient was able to complete treatment after resetting up with new supplies. It was also confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is working well and is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient was able to complete treatment after resetting up with new supplies. It was also confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is working well and is continuing peritoneal dialysis therapy with no further issues.